Event description:
Information received indicates the ground fault light comes on intermittently. Loss of ground.

Manufacturer narrative:
The facilities biomedical engineer replaced the ac power cord plug cap to repair the bed.